Event description:
The customer reported that an alarm for bradycardia did not sound.

Manufacturer narrative:
(B)(4). The customer reported that an alarm for bradycardia did not sound. Based on the available information, the patient did not suffer any injury. Philips is reporting this purely on the allegation that there was a failure to alarm with patient involvement. The philips instructions for use (IFU) adequately describes fetal health rate alerting can give both audible and visual warning of a non-reassuring fetal condition. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.